Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during pre-use check. Our field service engineer investigated the ventilator on site. The investigation found that the nozzle unit of the o2 gas module was defective and the problem was solved by replacing it. The device logs were not provided. The replaced nozzle unit was not returned for further investigation. Therefore, the root cause for the reported problem could not be established.

Event description:
Manufacturers ref: (B)(4).